Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Reportedly, the patient's pocket was open. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.